Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage. The customer's blood glucose was unknown. Trouble shooting was performed and found cosmetic damage at the bottom of the device and the motor and cables fell out. Advised the insulin pump will need to be replaced. Advice to discontinue use of the product and revert to backup plan. The insulin pump will be returned for analysis.